Manufacturer narrative:
On 2-aug-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device evaluation was completed on 07-aug-2023. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a deflection stuck issue occurred. It was reported that during the operation, the catheter was unable to deflect or relax completely. The curve of the catheter was stuck/jammed in a full deflected position. The knob/piston was unable to be turned and/or pushed up and down. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole on the surface of the pebax. A deflection test was performed, and the curve was deflecting within specifications. No deflection stuck issue was observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since no deflection stuck condition was observed, the issue reported by the customer was not confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the damage to the pebax. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported deflection issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of the 3500a initial report mwr-13062023-0001425354 is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA # p030031/s053. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter facility name (cont.): (B)(6) university. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a deflection stuck issue occurred. It was reported that during the operation, the catheter was unable to deflect or relax completely. The curve of the catheter was stuck/jammed in a full deflected position. The knob/piston was unable to be turned and/or pushed up and down. A second device was used to complete the operation. There was no adverse event reported on patient. The deflection stuck issue is MDR reportable.